Event description:
The size marking on the instrument was nearly unreadable after the first sterilization of the device. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.